Manufacturer narrative:
A ge service representative performed an on site investigation. The customer tried to use the c-arm with the wrong workstation. The system was matched with the correct workstation and was found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an error message during a case. The procedure was completed with another system. No patient injury was reported.